Event description:
A peritoneal dialysis pt has reported the dialysis solution was leaking out of the cassette and into the cycler. Pt stated that she had multiple drain complications during treatment and after treatment she noticed moisture inside the cassette door. The origin of the leak could not be identified. Pt did not receive any antibiotics and has had no adverse effects. Sample is not available.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or non conformance during mfg process. In addition, the batch record review confirmed the labeling, material , and process controls were within specification.